Event description:
In 2006 nellcor puritan bennett received a report where it was claimed that a tracheostomy tube developed a leak in the pilot balloon while in use on a patient. The caller reported that this occurred two weeks following insertion of the tube.